Event description:
It was reported the patient's right hip was revised. Original reason for revision was dissociation of the liner from the shell. Intra-operatively, the following were noted: deformation of the liner, metallosis due to impingement of the stem on the shell, and the surgeon reported the stem was too small for the patient's anatomy (rep confirmed there are no allegations against the femoral stem's actual vs. Reported size). The stem, head, and liner were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding wear, rom and incorrect selection involving an accolade stem was reported. The event was confirmed only for wear based on photographs provided method & results: -product evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The photograph noted recently explanted stem with black colored debris and biological matter can be noted . Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported the patient's right hip was revised. Original reason for revision was dissociation of the liner from the shell. Intra-operatively, the following were noted: deformation of the liner. The event was confirmed only for wear based on photographs provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's right hip was revised. Original reason for revision was dissociation of the liner from the shell. Intra-operatively, the following were noted: deformation of the liner, metallosis due to impingement of the stem on the shell, and the surgeon reported the stem was too small for the patient's anatomy (rep confirmed there are no allegations against the femoral stem's actual vs. Reported size). The stem, head, and liner were revised.